Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following release of the valve at a depth of 6 mm on the non-coronary cusp and 6 mm on the left coronary cusp, paravalvular leak was observed. A post-implant balloon aortic valvuloplasty (bav) was performed. Subsequently, upon retracting the balloon, the valve dislodged aortic to the sinotubular junction level. A second valve was implanted in the patient. No additional adverse patient effects were reported. Additional information was received which confirmed that rapid pacing was performed during the post-implant bav.

Manufacturer narrative:
Updated data: b5. Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following release of the valve at a depth of 6 mm on the non-coronary cusp and 6 mm on the left coronary cusp, paravalvular leak was observed. A post-implant balloonaortic valvuloplasty was performed. Subsequently, upon retracting the balloon, the valve dislodged aortic to the sinotubular junction level. A second valve was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Third paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following release of the valve at a depth of 6 mm on the non-coronary cusp and 6 mm on the left coronary cusp, paravalvular leak (pvl) was observed. A post-implant balloon aortic valvuloplasty (bav) was performed. Subsequently, upon retracting the balloon, the valve dislodged aortic to the sinotubular junction level. A second valve was implanted in the patient. No additional adverse patient effects were reported. Additional information was received which confirmed that rapid pacing was performed during the post-implant bav. Additional information was received that the severity of pvl was noted to be moderate.